Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported a complaint against the infusion set. Follow-up was completed with pt on (B)(6) 2011. Pt reported the infusion set burns her skin and leaves red marks. She has also experienced elevated blood glucose levels due to bent infusion cannulas. Target blood glucose is under 150 mg/dl, and blood glucose elevated to 300-400 mg/dl. Pt experienced blurred vision as a result and was told by her physician that she was not getting the correct amount of insulin. Pt noticed pain when the headset was inserted, and insulin leaked from the infusion set. Pt had to change her infusion set 2-3 times per day due to these issues. Insertion device was used to insert the headsets. Pt stopped using the infusion device and was regulating blood glucose with an insulin pen. Alleged products were discarded and were not requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.